Event description:
The patient's family member called lifescan (lfs) and alleged that pt's meter was powering off during use. The meter was not functioning for two weeks. The last result that pt had obtained on their meter was approximately 16.0 mmol/l. About 1 week after the meter stopped working, the patient visited their physician and their diabetes medication was increased. The reporter does not know if the patient is taking insulin or oral medication. The reporter also did not know if the patient's blood glucose was tested while they were at the physician's. Less than a week before calling lfs, the patient visited the pharmacy because they were feeling dizzy and was unable to test on their meter. The pharmacy replaced the battery and the meter still would not power on. The patient was advised to contact lfs for assistance. Based on the information provided, it appears that the meter did malfunction; the issue was not resolved with replacing the battery. However, there is no evidence that the meter malfunction contributed to a serious injury. No blood glucose results were reported and the patient did not receive any medical intervention. A replacement meter is being sent to the patient.